Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. The system displayed an alert for shock lead impedance out of range. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this lead remains in service and there were no adverse patient effects reported.